Event description:
It was reported that this pacemaker felt into safety mode. Device wouldn't respond appropriately to magnet. The battery of this device presents 1 year remaining. Technical services (ts) was consulted and recommended replacing the device and sending it for analysis. Patient was experiencing shortness of breath with exertion. Device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker displayed into safety mode. Device wouldn't respond appropriately to magnet. The battery of this device presents 1 year remaining. Technical services (ts) was consulted and recommended replacing the device and sending it for analysis. Patient was experiencing shortness of breath with exertion. Device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this pacemaker displayed into safety mode. Device wouldn't respond appropriately to magnet. The battery of this device presents 1 year remaining. Technical services (ts) was consulted and recommended replacing the device and sending it for analysis. Patient was experiencing shortness of breath with exertion. Device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker displayed safety mode. Device wouldn't respond appropriately to magnet. The battery of this device presents 1 year remaining. Technical services (ts) was consulted and recommended replacing the device and sending it for analysis. Patient was experiencing shortness of breath with exertion. Device was explanted and replaced. No additional adverse patient effects were reported.